Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the case, the surgeon opened the mbt revision 10mm size 3 augment from the sterile internal packaging and the implant had a white looking powder on the surface, took a picture of the white powder on the implant and then it was rinsed with sterile saline. Since we implanted 2 each, size 3 10mm augments we weren't sure which lot number had the white powder. Both lot numbers are included below.

Manufacturer narrative:
The device associated with this report was not returned. Examination of a submitted photograph confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.